Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, two vessel sealer extend (vse) instruments failed to fully fire and got stuck on tissue. The customer moved the vse instruments to the integrated electrosurgical unit (iesu). The site called back to report that they encountered the same issues when moving to the iesu. The customer confirmed that they were using two different vse instruments. The technical support engineer (tse) advised moving the instrument to a new universal surgical manipulator (usm) to see if the issue persisted. The customer brought in a third vse instrument and installed it back on the e-100 generator and had no issues at the time of the call. The customer called back in stating that the vse with the different lot number worked for approximately 10 minutes and started having issues again. At the time of the call, the customer had replaced the vse instrument with a syncroseal instrument, and the surgeon proceeded with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no bio debris build-up prior to the interaction where sticking was observed. There was no tissue observed getting caught. There were no faults prior to this causing a fault/error. The instrument kept throwing an error message. The jaws were not stuck on tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend (vse) instrument for failure analysis investigation. The instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100 and erbe. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. There were no digital signal processor (dsp) logs were found. E100 logs show qty 98 seal events with qty 1 ¿blank¿ error. The instrument was used for about 29 minutes. No product issue was identified. Isi followed up with the initial reporter and obtained the following additional information: the surgical task being performed was a bowel resection. The instrument had been sent back and the generator once replaced had no issues. A review of the advanced technical log for the instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the first vse instrument lot# k11250504-0165, no dsp logs were found. E100 logs show qty 98 seal events with qty 1 ¿blank¿ error. The instrument was used for about 29 minutes. The second vse instrument lot# k11250504-0159 was installed 2x and passed homing 2x. Qty 2 strong grip fail and qty 3 seal events were noted. E100 logs show qty 1 coag event with no errors and qty 26 seal events with qty 2 ¿blank¿ errors which might possibly be related to the 2 strong grip fail events noted in dsp logs. This instrument was used for about 31 minutes. The third vse instrument lot# k13250516-0019 was installed 7x and passed homing 2x and failed 5x. Qty 19 cut complete events were noted. E100 logs show qty 33 seal events with no errors. The instrument was used for about 13.5 minutes. The errors have been explained: 1. Qty 7 ¿log_strong_grip_low_torque¿ meaning that the grips didn¿t have sufficient torque to complete sealing. This could potentially be a manufacturing or component related issue where the instrument grip cable comes loose, and the grips don¿t close fully as a result. Consequently, there was low torque which affects the sealing performance. This was related to the strong grip fail error seen in dsp logs above. 2. Qty 5 each of grip release tool detected and instrument manual grip release misuse. Indicating that the grips were opened using the instrument release kit. 3. Qty 7 homing failures (5 of which were related to the last instrument that failed homing 5x). It¿s not clear what the other 2 were for (probably the first instrument that doesn¿t have the dsp logs). It¿s hard to tell from logs if there were confirmed unclamping failures or tissue sticking to jaws. ¿failed to fully fire¿ complaint could possibly be due to a sealing related issue which we discussed above (low torque and strong grip fail errors). The fae did not observe a fourth vse being used. Just the three were observed to have been used.

Event description:
Refer to h11 for follow-up information.